Manufacturer narrative:
During the on site visit fse field service engineer) could not confirm nor replicate reported event. The system is operating within specification. The root cause could not be determined conclusively. However, no technical root cause could be identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the treatment was completed to 80 percent on the initial surgery. A week following treatment the aborted treatment had not been completed, the patient is content with the results and the doctor did not want to proceed with additional treatment at this time.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device history record (DHR) for the device reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A clinical director reported a loss of tracking during refractive treatment. The site reports the pupil to have been seven millimeters and the patient was instructed to return a week later for completion of the procedure. Additional information requested.